Manufacturer narrative:
Date rec¿d by MFR : 12jul2019, date of report : 24jul2019. The manufacturer¿s international service technician confirmed the reported led issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was not returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
Power switch overlay failed. There was no patient involvement.